Event description:
Edward's life science swan ganz catheter - the white cable that connects to the flat blue svo2 (venous oxygen saturation) piece that connects into the cable to the cco (continuous cardiac output) box became "degloved"(for lack of a better term, meaning the white coating around the wires became undone, exposing the wires underneath the white coating). This caused no harm to the patient; however, it did require earlier than anticipated removal of the swan ganz catheter.